Event description:
A peritoneal dialysis (pd) patient reported patient line is blocked messages during pd treatment. Additional information provided by the patient's clinic registered nurse (rn) reported the alarm issue was attributed to the patient's pd catheter. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(6), (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).